Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2006 and a revision procedure on (B)(6) 2007 due to patient allegations of left hip pain and chronical low back pain. Legal counsel further reported that during the revision procedure it was alleged that there was fluid under pressure, metallic dark staining, and the femoral head was allegedly found to have multiple areas of burnings. A review of invoice history confirmed both surgery dates and that all components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to correct information that was unknown and reported in error on the initial report. The stem was not revised. Corrected data: remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-03040 / 03043).